Event description:
The procedure being performed was a stent angioplasty of the left common carotid artery with a distal embolization protection device. While using the flexor tuohy-borst side arm introducer, the sheath separated from the hub. The physician stated that he had this happen on three (3)separate occasions. The physician also stated that the patient's hemoglobin dropped because the physician was not in a good position to change catheter.manufacturer response per site reporter: the field representative removed the device and returned it to manufacturer.